Event description:
It was reported that stent dislodgement occurred. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent detached inside the patient. The stent and guidewire were pulled out together and the procedure was completed with another of same device. There were no patient complications nor injuries reported.